Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not boot. Found that the application in the tsc was corrupt. Re-installed software to correct the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that, while outside a procedure, the imaging system was not booting. A hard shut down was performed without resolution. There was no patient present when this issue was identified.